Event description:
During preventative maintenance it was identified that the speaker required replacement. Additional information was requested; however, it is unknown if the device produced audible sound. The device was not in use on a patient at the time of the event, there was no patient involvement.

Manufacturer narrative:
D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016; therefore, no UDI is required. E1 reporting institution phone #: (B)(6). E1 reporter phone #: (B)(6) based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a defective speaker. The issue was resolved by replacing the speaker and the product was put back into service. Based on the information available and results of additional analysis, no further action is necessary at this time.